Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated an elevated architect c4000 sodium of 180 mmol/l on sample ID (B)(6) that was reported out of the laboratory. The physician questioned the elevated sodium result and the sample was repeated on another architect c4000 analyzer with sodium of 144 mmol/l. The account uses a normal reference range for sodium of 133 to 146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of logs from the customer's system showed the same lot of ict diluent on a different architect analyzer generated a sodium result within normal range for the same patient sample. Additionally, multiple occurences of the level 3 control results that were higher than the customer's max range, including the result prior to the patient result in question were also shown on the customer's log. A ticket search review of product lot and trend review of product list showed no other complaints similar to this issue and no adverse trends related to this issue noted. A review of product labeling revealed adequate labeling for the handling of reagents, interpretation of assay results, and troubleshooting this customer issue. The architect c4000 analyzer in combination with ict diluent is performing acceptably.